Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified universal surgical manipulator (usm)1 had resistance during insertion. The usm was replaced as a fix. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the evaluation. Fa confirmed the reported complaint. The usm was tested on an in-house system in normal mode where it failed for resistance on the insertion. The usm was then tested on a psc fixture test platform (pftp) where it failed insertion friction speed low. The usm spar subassembly will be upgraded as a fix to the reported problem. A procedure log review was performed. Per the review, the following was confirmed: a pulmonary wedge resection procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they were having issues with universal surgical manipulator (usm1). Customer said that when hitting the clutch and moving the carriage, it jumped and wasn't a smooth insertion. Customer said they currently weren't using arm1; they had it pushed off to the side and would like the field service engineer (fse) to come and check it out. Field service engineer (fse) to follow up to discuss service. No errors were observed in the logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the system was functional and powered on with no errors. The instrument carriage was jumping along the insertion axis instead of gliding smoothly. The team deemed it unsafe to continue using that arm because they could not safely insert instruments. There were no arm collisions or interference with the drapes. The instrument carriage was sticking and jumping down the insertion axis. Patient information was requested but not provided.